Manufacturer narrative:
The customer¿s report of an underperfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The intended programming was not provided. Functional testing performed found the syringe module to be operating within specification. No anomalies were noted that could have contributed to the reported issue. The pcu event log shows syringe module was programmed via remote IV requests. The root cause of the customer¿s experience of an under-infusion was not identified.

Event description:
It was reported that under infusion occurred with a syringe pump that has been calibrated and pm¿d within the last month. Vancomycin was administered via syringe pump, total volume to be administered was 4.4.ml in a 5ml syringe, to be run at rate of 4.4 ml/hr. When the nurse hung the syringe, it only gave the option of 6 ml. The pump alerted that the total volume had infused; however when the nurse looked there was still 0.53ml left in the syringe. The medication was restarted and the remaining administered. Channels, tubing and syringe removed from patient and sent for investigation. Although the customer stated there were no adverse effects to the patient, the customer further stated that the patient has high potential for harm with other medications and delay in administration of subsequent meds.

Manufacturer narrative:
Continued from report source: is clinical engineering. Concomitant medical products: (2)pri tubing; (3)8100; 8015; 8600;spm tubing; non bd extension set with micron filter; non bd extension set; non bd micro-clave; 5 ml bd syringe; therapy date (B)(6) 2019. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that under infusion occurred with a syringe pump that has been calibrated and pm¿d within the last month.